Event description:
Procedure type: unk. According to the rptr: after firing the second cartridge the surgeon then opened the staple and found all the staples deformed and w/o a "b" shape. The staple formation affected the staple line. There was fluid leakage due to the problem. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was no unanticipated tissue loss. The staple formation problem was corrected by over sewing.

Manufacturer narrative:
(B)(4)